Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lumbar lead had a fracture which then caused migration of that lead. Additionally, patient's cervical lead was fractured. The issue was confirmed via x-rays. As a result, surgical intervention took place on (B)(6) 2024, wherein both the lumbar and cervical leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.